Event description:
The balloon seal device for the endoscopic vessel harvesting system did not maintain seal, making it necessary for a secondary accessory kit to be opened for a balloon seal device. There was no problem after replacing the balloon seal device. The rest of the endoscopic vessel harvesting system worked as required.